Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion through the incision. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue. The primary reported observation is addressed in product labeling (i.e. Instructions for use). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion through the incision. No new device was implanted. No additional adverse patient effects were reported.